Manufacturer narrative:
The pod was received with the formed needle exposed, confirming the reported event of the needle not retracted. During investigation, after opening the pod, the formed needle was found not seated properly in the slide retract. The slide retract was damaged indicating that the formed needle was incorrectly installed. The formed needle being incorrectly installed also contributed to damage observed on the formed needle. The incorrect installation of the formed needle resulted in a failure of the needle mechanism to fully retract the formed needle after deploying the needle. The soft cannula was found to be damaged, however, this did not contribute to the reported event. An implementation of an enhancement to the vision system to catch the presence and orientation of the cannula in the slide retract.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn between 24 and 36 hours. The patient's blood glucose (bg) values reached 400 mg/dl.